Event description:
A report was received that a patient underwent a pocket revision procedure due to discomfort at the pocket site. The physician relocated the ipg, and the patient is reportedly doing well.